Manufacturer narrative:
The pt initials and weight are unknown. The hospital declined to provide the information. The distal portion of the angiosculpt device was retained in the pt. The pt was sent for surgery for removal. This result in prolonged hospitalization and additional medical intervention to prevent permanent damage. The angiogram was received for evaluation. The angiosculpt device was inflated in the highly calcified sfa and presence of waisting of the balloon was noted. The angiogram did not show the balloon rupture nor the device withdrawal or detachment of the catheter. The angiosculpt device was returned in two pieces. Visual evaluation confirmed the distal portion separated from the catheter. The distal tip broke but remained intact to the balloon. The balloon separated from the device approximately 3 mm distal from the proximal balloon taper. A longitudinal tear at the proximal end of the balloon was observed and there was evidence of balloon waisting in two areas of the balloon. The distal bond was damaged and the distal bond material peeled. The scoring element was not returned for evaluation but evidence suggests that the scoring element separated from the distal bond and the intermediate bond. The transition tubing was severely stretched approximately 150 mm more than the specified length. The transition tubing was cut open and it confirmed that the inner member and the distal shaft portion was accounted for. However, the two marker bands were not present. The evidence observed during lab analysis suggests that the device experience excessive exertion of force applied by the user. Based on the highly calcified lesion in the sfa, it is possible that the angiosculpt device may have gotten caught on the calcium associated with the lesion. According to the instructions for use (IFU) for the angiosculpt scoring balloon catheter, retained device components is listed as a possible adverse effect of the procedure.

Event description:
During balloon inflation, the balloon ruptured below the rated burst pressure (rbp). During withdrawal of the angiosculpt device, the scoring elements detached from the balloon and remained in the pt. It was not possible to remove the detached scoring element. The pt will undergo surgery to remove the scoring element. Additional information received on (B)(6) 2013: successful multiple inflations were performed in the highly calcified environment in the superficial femoral artery (sfa). The balloon ruptured around rbp at the final stage of the case. Upon gentle withdrawing of the device following balloon rupture, the distal balloon assembly separated and was left in the lumen of the sfa. The balloon assembly came away on the distal hypotube, proximal to the balloon. It was not the scoring element itself that came away following the rupture of the balloon. The attending physician was unable to retrieve the distal balloon assembly so he tried an antegrade approach where he was able to take the distal balloon assembly down towards the foot but was unable to remove it. At this point, the pt was referred to a vascular surgeon who subsequently removed the remaining angiosculpt remnants through minor surgery. After surgery, the pt was not feeling well and had poor abi. Two days later, the physician performed another pta and discovered that the vascular surgeon had left the distal tip of the angiosculpt device in the sfa. However, the physician was able to snare it to retrieve the remaining piece that was left in the pt. The pt is now doing well without further complications and has a patent sfa. The physician will perform a follow-up angio in four weeks for safety reasons.